Event description:
Patient reported left side hematoma, "implant has folded", and capsular contracture baker grade IV. Patient stated they had a drain tube placed to treat the hematoma. Patient also reported the device was "removed from below the muscle and re-implanted to be placed above the muscle". Healthcare professional later confirmed capsular contracture, baker grade IV with "has dropped". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; device was removed and re-implanted.

Event description:
Patient reported left side hematoma, "implant has folded", and capsular contracture baker grade IV. Patient stated they had a drain tube placed to treat the hematoma. Patient also reported the device was "removed from below the muscle and re-implanted to be placed above the muscle". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ use error: unable to observe since it is a medical event and is not related to the device. ¿ hematoma: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: no observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side hematoma, "implant has folded", and capsular contracture baker grade IV. Patient stated they had a drain tube placed to treat the hematoma. Patient also reported the device was "removed from below the muscle and re-implanted to be placed above the muscle". Healthcare professional later confirmed capsular contracture, baker grade IV with "has dropped". The device has been explanted.